Event description:
Add'l info received from reporter on 04/01/2019 for report mw5086286. I had a postoperative appt today. During this appt, it was verified that the distal component referred to in the "it's referring to a broken metatarsal bone and not the device." The bone was broken and had not fused with the wedge device. This makes a lot more sense to me because metal usually doesn't break since it's stronger than bone. A bone which was not broken prior to or during surgery broke after the 4web device was implanted. Due to the non union of the bones to the device, there was "significant arthritis" in the joint which had to be debrided. Please note: the arthritis was caused by the instability and irritation of the device and is not expected to recur with the now implanted screws and plates since these implants are stable. Again, I just wanted to clarify that the implant itself was not broken.

Event description:
On (B)(6) 2017, I had a repair of a left posterior tibial tendon injury with which I suffered on (B)(6) 2016. The surgeon implanted a 4web titanium cage in the midfoot to create a midfoot fusion. Following this surgery and expected recovery time, I was not able to walk with my correct gait. I had continual pain in the foot which severely impacted my ability to ambulate. In mid (B)(6) 2018, the original surgeon removed a staple over the titanium cage which was bulging and causing pain. After that procedure, I continued to have pain and difficulty walking. In (B)(6) 2019, after months of pain and limited mobility, I had another surgery to correct the failed midfoot fusion. The 4web device was removed. In addition, a distal component of the wedge device was removed since it had broken off at the joint line. The surgeon was unable to remove 2 more 4web wedges that were implanted in the sinus tarsi. He replaced the removed 4web wedge implanted in my midfoot with 3 plates and 8 screws from which I am still recovering. Prior to this surgery, I had been walking on an unstable, very painful foot for months. The new implants should achieve stability that is needed for ambulating. As a long practicing registered nurse, I am concerned about the 4web device which was cleared by FDA for use in 2017, not long before the device was implanted in me. As a former research nurse, I would classify this failure as adverse event which should not only be reported but investigated to ensure that the device is safe for further use in ankles and feet. I can provide you with an x-ray of the device if needed for identification. Required surgery to correct. When I reviewed the FDA website, I realized that the implanted device was most likely cleared for use around 2013. I have attached screenshot that has the 4web osteotomy device highlighted. This was most likely the system used in the original surgery. In the operative report from (B)(6) 2019, the surgeon documented that he removed "the 4web wedge resection" which correlates with the highlighted info. The operative report also notes, regarding the removal of the 4web wedge that "the distal component was broken at the tarsometatarsal joint line and was removed also", indicating that the implanted device was broken. My pre and post op diagnoses include "deep retained implant with fracture." I remain very concerned about the use of device, also known as a cage, because it was developed for spinal surgery, which appears to be the main focus of this company. Orthopedic hardware failures usually require subsequent surgical intervention. I suspect that such hardware failures are underreported since most pts find another surgeon (like I did). FDA safety report ID# (B)(4).